Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that on multiple, intermittent occasions, the customer had received a cartridge change error. The customer had to "redo" the cartridge loading process. There was no reported impact to the customer's blood glucose level. Tandem technical support attempted to contact the customer for additional information; however, no response was received.